Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the jaws were difficult to open. The surgeon manipulated the instrument of the tissue without incident.